Manufacturer narrative:
(B)(4). Similar adverse event is being reported under (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2019 and date is approximate. On 04/16/2019 the patients mother reported the patient experienced a bright red rash under the sensor patch on (B)(6) 2019. The mother stated the patient was seen by a nurse practitioner on (B)(6) 2019 and was prescribed mupirocin 2% cream to the skin reaction area. At the time of contact the patients mother stated she does not remember the nurse practitioners name and medical intervention date is approximate. No additional event or patient information is available.